Manufacturer narrative:
(B)(4). Additional information was obtained: complete removal of the thread. Patient saw on (B)(6) 2018, good healing. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure what was the tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? What date was the intervention to ¿retrieve the thread¿? What was the indication for removing the suture? What was used to close the wound?

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was reported: ref: c427, monocryl 3-0, lot : unk. One thread related to this complaint. Procedure date: (B)(6) 2018. Scar disunity, female patient treated with a scar care. Product not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure what was the tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Can you explain ¿scar reopening¿ after 30 days? Can you clarify, does ¿retrieve the thread¿ mean the suture was removed? What date was the intervention to ¿retrieve the thread¿? What was the indication for removing the suture? What was used to close the wound? What was the surgeon opinion regarding absorption time of the suture? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that a patient underwent a caesarian procedure on (B)(6) 2018 and suture was used. Approximately one month post procedure, the patient experienced scar reopening. An additional procedure was performed and the suture was retrieved intact without any resorption. The patient was treated with scar care. Additional information has been requested.